Event description:
Information was received from a manufacturer representative (rep) regrading a patient who was implanted with a neurostimulator. It was reported that the patient had a fall and, afterwards, had some sort of impedance issues, but the rep wasn't exactly sure what because they were recently made aware of the situation and the faculty at the patient's doctor's office didn't give the rep all of the details. They noted that the patient had normal impedances before the fall and, after, they were not normal. They stated that a revision was likely. They noted that the patient ran their device at 5 v and it appeared that their implantable neurostimulator (ins) may only last a little over or around a year. They reported symptoms of lack of good therapy at low voltages. This was noted to be a sudden change.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :va16l2j, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had the impedance checked at their appointment on (B)(6) 2017 and no impedance issues were found. The patient also received an x-ray, which revealed that the lead had migrated. The patient's physician is planning on revising the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.